Event description:
Coiling treatment of an anterior communicating artery aneurysm. It was reported while positioning the coil into the aneursuym, the catheter moved. Physician tried to stablize the catheter's tip and the coil broke. The coil pusher was withdrawn and a coil tail approx 1.5mm was observed protruding outside of the aneursym. The pt was reported as stable.

Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had detached. Evaluation of the device did not reveal any anomalies.